Event description:
Mbt keel broke off where the mbt punch handle attaches. Updated: (B)(6) 2013 due to hhe on (B)(6) 2013 we are now reporting the instrument.

Manufacturer narrative:
Examination of the returned keel punches confirms that the tab feature is fractured. The investigation could not draw any conclusions about the root cause of the fractures, however heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) was previously initiated to identify root cause and any corrective actions. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.